Manufacturer narrative:
(B)(4). (B)(6) reference number: (B)(4); submitted to (B)(6) by the physician. The complaint device is not expected be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the patient observed mesh material in her vagina so she contacted the hospital and visited the physician on (B)(6) 2019. She was diagnosed with mesh erosion. Reportedly, the event resulted in medical and surgical care (treatment details unknown).